Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Catalog number and UDI number is unknown, no information provided to date.

Event description:
It was reported that a cassette had air bubbles. Tried to tap these out, but was unsuccessful. The pump went into alarm, but did not display a message on the screen. Eventually the cassette was changed. No patient injury was reported. The next day there was a failure message on pump. Air bubbles in line of cassette. Eventually solution was new cassette in use. No patient injury was reported.